Event description:
It was reported that the concerns with secondary infusion delivery with reported observations of remaining secondary medication, the pump pulling from the primary bag, and significant chemotherapy infusion delays. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had primary fluid being pulled during secondary infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the concerns with secondary infusion delivery with reported observations of remaining secondary medication, the pump pulling from the primary bag, and significant chemotherapy infusion delays. There was patient involvement, however outcome is unknown.